Event description:
It was reported that during a laparoscopic surgery, the device did not work at the 1st firing. The device locked out. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? The detail was unknown. If yes: did the device deliver any staples? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. If yes, were the staples formed properly? N/a. If yes, was the staple line complete? No. Did the device cut? If yes, was the cut line complete? No. If yes, was there any issue with the cut line? N/a. Was there any difficulty opening the device jaws? No. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.